Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended to do a replacement. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was explanted and successfully replaced. No additional adverse patient effects were reported.